Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), there was a possible cardiac tear or perforation during the deployment/recapture of the device. During implant, the ipg had exhibited high pacing threshold and thus a second deployment was attempted. It was noted that patient was not breathing and blood pressure was sagging. A full code began and chest compressions were performed; followed by a pericardial tap. The patient was stabilized and transported to the intensive care unit, however the patient passed away three days later.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.